Manufacturer narrative:
The customer stated that a manual plt estimate was performed, which correlated with the results recovered on the lh750-2 backup analyzer. The results from the manual slide review and the lh750-2 were accepted as correct. A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and discovered that the diluent reservoir sensor was bypassed and the diluent dispenser tubing needed to be replaced, attributing to the discrepant plt results; the fse replaced the diluent pickup tubing resolving the reported issue. The customer did not provide demographic data (age, date of birth, weight, gender) for any of the patients. (B)(4).

Event description:
The customer reported recovering r flagged high platelet (plt) results on two (2) patient samples run on a coulter lh 750 hematology analyzer when compared to the plt estimate performed on the manual slide review and a backup analyzer. Erroneous patient results were not reported outside the laboratory and there was no change or affect to patient treatment in connection to the event. All controls recovered within the expected ranges.